Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. The complaint samples are in transit to our labs for eval. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported that pt underwent revision surgery due to suspected tumor (which turned out to be a cyst) and suspected cup loosening. Revision surgery revealed that the cup had been implanted too shallow and could therefore be removed with one single blow.